Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the single use preloaded sphincterotome exhibited the cover was peeled and the knife wire was exposed. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the reported complaint of the channel lock seal broke could be attributed to blue coated portion peeling which is exposing knife wire. The event can be detected/prevented by following the instructions for use which state: if any resistance is felt or if the tip¿s behavior and/or location seems improper, stop manipulating the guidewire and/or endotherapy accessory and determine the cause by fluoroscopy or the endoscope. Continuing to manipulate the guidewire could cause patient injury, such as perforations, bleeding, or mucous membrane damage. It may also damage the endoscope, guidewire, and/or endotherapy accessory. Do not force the instrument if resistance to insertion is encountered. Reduce the angulation or lower the forceps elevator of the endoscope until the instrument passes smoothly. The use of excessive force could cause patient injury, such as perforations, bleeding, or mucous membrane damage. It could also damage the endoscope and/or instrument. When inserting the instrument into the endoscope, hold it close to the biopsy valve and keep it as straight as possible relative to the biopsy valve. Otherwise, the instrument could be damaged. Insert the instrument slowly. Abrupt insertion could damage the endoscope and/or instrument. When inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. If you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion. Olympus will continue to monitor field performance for this device.